Event description:
It was reported that the centrimag motor stopped quickly and started working again. The motor would be returned for evaluation.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the devices most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor stopping quickly and starting to work again was confirmed via the returned centrimag motor. The centrimag motor (serial number (B)(6)) was returned and evaluated on 20apr2022. During the evaluation, the motor was connected to a test loop. During the operation, the motor¿s cable was flexed and near the midpoint of the cable, the motor stopped, and the console alarmed, confirming the reported event. Due to this event, the returned motor cannot be recertified and will have to be removed from service. The motor was then forwarded to ppe for further analysis. During ppe analysis, the returned motor was connected to a test system for an extended period of time. An m2 motor disconnected alarm was active on the monitor/console when the cable was flexed in the midsection. The cable was then tested for current leakage and the cable did not pass due to current leakage on the underlying wires to the emc earthing outer shield. A cable continuity test was then performed on the cable and the agnd (signal earthing) and +5v (blue signal wire) had a fluctuating resistance between 1.57 kilo ohms and open loop. The cable jacket and shielding were dissected to reveal that all wires had kinks in them as well as slight cuts in them, including the +5v (blue signal wire). The kinked wires could have contributed to the m2 motor disconnect alarms. Provided information stated that the serial number is (B)(6). The root cause of the reported event appears to be due to damaged conductors in the motor¿s cable; however, the root cause of the damage to the motor cable could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events, including m2 alarms. No further information was provided. The manufacturer is closing the file on this event.